Event description:
Three patients received free t4 (ft4) results that did not fit clinical picture. Patient1 initial ft4 result 24.5 pmol/l. Same sample tested using 2 different methodologies recovered 23.6 pmol/l and 17.5 pmol/l. Patient2 initial ft4 result 24.2 pmol/l. Same sample tested using one different methodology recovered 14.9 pmol/l. Patient 3 initial ft4 result 35.4 pmol/l. Same sample repeated using 2 different methodologies recovered 33.9 pmol/l and 24.2 pmol/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.